Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks across several episodes due to double counting. X-ray imaging verified system integrity. The s-ICD system remains in service. No additional adverse patient effects were reported.